Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons were harder to push. The customer's blood glucose value was unknown. Customer stated that insulin pump had crack around battery compartment and display screen was distempered. Customer stated insulin pump slower to rewind and unexplained no delivery alert. Customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.